Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm connector/adapter was found broken before opening the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "the user found that the end of the connection between the y-shaped seat and the white cap was broken before opening the package".

Event description:
It was reported that the intima-ii y 20gax1.16in prn/ec slm connector/adapter was found broken before opening the packaging. The following information was provided by the initial reporter, translated from chinese to english: "the user found that the end of the connection between the y-shaped seat and the white cap was broken before opening the package."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169510 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a photograph was submitted displaying the reported failure. Our engineers were able to use this photograph during their review of the manufacturing line. At the conclusion of their review, they were unable to replicate this observed damage. They speculate that the packaging process may have contributed, but were unable to establish a definitive root cause at this time. Check the retained sample from the complained batch and there is no abnormality. H3 other text : see h.10.